Manufacturer narrative:
Concomitant products: product ID 3031, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3080, lot # l72001, implanted: (B)(6) 1999, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was not working. The patient lost stimulation sensation in (B)(6) 2013 and they were having trouble with symptoms again. It was stated the patient was to make an appointment with their healthcare provider to check the ins. Additional information has been requested, a follow up report will be sent if additional information is received.